Manufacturer narrative:
The reported event was confirmed. Visual inspection noted that one photo sample was received shows 3 opened intermittent silicone catheters. Visual evaluation noted that all the 3 devices in the photo had missing eyelets. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure mode could be due to mechanical failure. The product was not used for the diagnosis or treatment. The product had failed to meet the specifications, and was influenced by the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The labelling review was not performed because labeling could not have prevented the reported failure.

Event description:
It was reported that the patient had four catheters that had no holes. There was one catheter that was split on the end which scratched the patient and lead to some bleeding. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had four catheters that had no holes. There was one catheter that was split on the end which scratched the patient and lead to some bleeding. No medical intervention was reported.